Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product revealed the o-ring was missing. A functional evaluation revealed a short in the power cord. The complaint was confirmed and the root cause was determined to be an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that while checking inventory the motor drive unit was not working. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit had a short circuit in the cord which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.